Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was extrinsically distorted due to kinking/buckling, there was blood on the distal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was observed to have blood ingression, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient was implanted with the implantable cardioverter defibrillator (ICD)  system and the next day expired in the hospital due to ventricular tachycardia (vt) and ventricular fibrillation (vf). The strips from the monitor showed a slow ventricular tachycardia (vt) under the detection zone. The concern is about why the patient did not get shocked for the ventricular fibrillation (vf) and why pacing did not happen. The customer alleges that a possible device malfunction led to the death of the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID d354trg, serial# (B)(4), implanted: (B)(6) 2013. Product ID 407652, serial# (B)(4), implanted: (B)(6) 2013. Product ID 439688, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).